Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular fibrosis (capsular contracture) baker grade unknown. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient thinks a "capsular fibrosis" (term used for capsular contracture) baker grade unknown is starting to form. The status of the device and the side are unknown.